Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump volume was set to high however the customer was intermittently unable to hear the pump sound. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to view the pump messaging but did not receive audible notifications.